Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The thoracic probe was returned to the manufacturer for analysis. Analysis found that the tip of the probe had been broken off and was missing. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 20 minutes. It was reported that the doctor broke off a tip of the thoracic probe in the patient. The site was able to retrieve the damaged part from the patient and also open up a new tray to continue with the case. The surgery was completed with navigation and there was no impact on patient outcome.